Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30124961l number, and no non-conformances related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and that thrombus formation was noted on the catheter during the procedure. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The thrombus issue is considered a reportable event.

Manufacturer narrative:
Additional information was received on january 31, 2019. It was reported that there were no error messages. The power mode control was in use. The model number for the generator was j70. It was also reported that the patient did not exhibit any neurological symptoms after the completion of the procedure. Manufacturer's reference # (B)(4).